Event description:
(B)(4). The dealer reported that the tdxsp-cg custom power wheelchair motors were getting very hot to touch after driving, and smelled smoke while driving. There was no injury reported.